Event description:
It was reported that the patient developed a small seroma at pump pocket site and the site was sensitive. 28 cc of fluid of fluid was aspirated on (B)(6) 2013. Patient outcome was stated as resolved without sequela. Drugs in the pump were dilaudid and bupivacaine.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).